Manufacturer narrative:
Other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm after replacing batteries is the pump motor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported they spoke with patients son and the pump alarmed batteries depleted. He changed them and the alarm persist. Had him remove and replace the batteries and pump powered on- he was not able to get the pump on previously. Reviewed settings and started the pump. Pump is running. Before hanging up the alarm returned. Had him remove and replace with new batteries. Pump powered on and again was able to restart the pump. Alarm persisted- removed batteries. Advised him to call clinic now for further instructions. No patient injury. No additional information. Device is not available for return.